Event description:
The customer reported that the images on the 8800 system were black. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep readjusted the dose and performed fluoroscopy tests. The system operates as intended.